Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 09/16/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary : it was reported breakage suture. One empty open overwrap, two empty labeled winding former, a suture piece and two needle-suture pieces of product code eh7441, lot pch013 were returned for analysis. During the visual inspection of the opened sample (two needle/suture pieces), the swage and attachment area were noted to be as expected. However, the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was examined and the ends were cut and damaged on the surface were found. Additionally, functional test was performed in a suture piece and the tensile strength force was above the minimum requirement. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the suture broke when sewing in coronary artery bypass graft. What tissue was being approximated or sutured when it broke?

Event description:
It was reported that a patient underwent a carb procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.